Event description:
An incision closure of a hemiarthroplasty (hip implant) separated post-operatively requiring surgical intervention for re-closure of the skin under general anesthesia.

Manufacturer narrative:
The insorb subcuticular staple has been successfully used to close incisions following hip implant surgery (hemiarthroplasty) in many hospitals around the country. Numerous surgeons use it as their standard of care. The operational context of hemiarthroplasty requires multi-layer closure to relieve tension. On july 26, 2006, incisive surgical's 510 (k) k061784 was cleared to add a precaution to its instructions for use which reads: "tension - placement of supporting sutures or other closure augmentation may be required to ensure closure integrity when excessive tension on the wound edge is or may be present, e.g. High-tension areas, obese patients, excisions, or wounds that may experience significant swelling." This incident occurred following the surgeon's first day of use of the stapler. We did not received further information or the returned device. Our review of the information provided suggests the outcome is related to high tension in the operational context.